Manufacturer narrative:
The insulin pump was received with cracked glass and bleeding lcd. The insulin pump was unable to confirm blank display or missing segments due to cracked and bleeding lcd glass. The insulin pump had a cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had a partial display with the insulin pump. The customer stated, there was lines across the insulin pump's screen. The customer reported exposing the insulin pump to the sun for hours. The customer stated, they did not drop or bump the insulin pump. The customer's blood glucose was unknown. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.